Event description:
It was reported the patient presented remotely with alerts of high ventricular rate episodes due to oversensing noise and low pacing impedance on the right ventricular lead. The patient presented to the emergency room with arrhythmia and episodes of presyncope. Upon interrogation, it was observed there was pacing inhibition due to the oversensing with 3 second pauses in pacing. The right ventricular lead was explanted and replaced without issue. The patient was stable.